Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized on 01/18/2015 due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose at the time of admission was 57 mmol/l. The customer stated that she did not believe the insulin pump was the cause. The customer stated that she was sick, felt bad and had a high temperature prior to the hospitalization. The customer stated that she did not recall receiving any alarms. The customer stated that she reconnected to the insulin pump. Nothing further reported.